Manufacturer narrative:
(B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced sterile peritonitis and was hospitalized on the same day as onset. The peritonitis was manifested by abdominal pain. The cause was unknown. One day after event onset, the patient was treated with kefzol (250 milligrams, 4 times daily, intraperitoneally for two days). Four days after the onset, the patient started treatment with levofloxacine (50 mg, once daily, route not reported) for twelve days. Two days after levofloxacine was discontinued, the patient started treatment with ceftriaxone (2000 mg, once daily, route not reported) for one day. Twelve days after event onset, the patient's pd catheter was removed and the patient was switched to hemodialysis. Nineteen days after the event onset, the patient was recovered from the event and was discharged six days later. No additional information is available.